Event description:
It was reported that during a lobectomy procedure, during the first firing of the stapler, the surgeon fired and it cut and did not staple. It was then noticed that no cartridge was in the device. The surgeon therefore opened a second device to use. Upon removing from the sterile packing, the reload fell out of the stapler. It therefore seems that the reloads were not properly seated in the anvil part of the stapler. Procedure prolonged six minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.